Manufacturer narrative:
No unexpected alarms or reset anomalies noted during testing. Unit passed self test, off no power test, displacement test, rewind test, basic occlusion test. The stop current test and run current test were in specification. Unit received with stuck motor error alarm loop during bolus delivery and was present in alarms history screen. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform error test due to motor error alarms noted. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.